Manufacturer narrative:
The peritonitis occurred on an unspecified date in 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as caused by cold and fever; however, due to an absence of a medically confirmed etiology for the event, the cause of peritonitis will be assessed as unknown. It was not reported if the patient was hospitalized for the event. Treatment was unknown. At the time of this report, the patient was recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information was available as the reporter declined follow up.